Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the dial on the occlusion knob would move resulting in the roller pump jamming. A "pump jam" error message was also observed. The device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.